Manufacturer narrative:
The pump was delivering baclofen 125 mcg/ml at a dose of 89.94 mcg/day and hydromorphone 220 mcg/ml at a dose of 158.30 mcg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Information was received from the competent authority via a representative regarding a patient in (B)(6) who was receiving an unknown medication via an implantable pump. The concentration and dose were also unknown. The concomitant medications and medical history of the patient were not obtainable. It was reported that a motor stall occurred and the pump was explanted on 2015-(B)(6). It was unknown was caused/led to the event, if troubleshooting or diagnostic testing was performed, what other actions or interventions occurred, or if the event was resolved at the time of the report. There were no reported symptoms at this time and the patient's status as the time of the report was not obtainable. The physician was being contacted for further information. Information that had not been provided has been requested and includes the pump serial number, medication type, concentration, dose, patient symptoms, date of the stall, cause for the stall, stall details, troubleshooting and diagnostic testing, resolution, and product status and return. If additional information is received, a follow-up report will be submitted.